Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different aviva meters: 435 mg/dl (system 1) and 495 mg/dl (system 2). The patient took 23 units of humalog based on the high readings. He washed his hands and retested and received 124 mg/dl (system 1) and 118 mg/dl (system 2). All tests were performed within 10 minutes with strips from the same vial. No adverse event reported. Return of suspect device was requested and replacement was sent.